Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the device to alarm for upstream occlusion. This was caused by the upstream sensor values being below specification. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed for an upstream occlusion constantly, when no occlusion was present. It was also reported there was no patient injury.